Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapling device was being used during the surgical clipping of the tissue. The manual stapling handle stopped during surgery. The trigger was molded and it was not possible to make the shooting of the other loads. The stapler was able to fire. In order to resolve the issue and complete the case, opened another stapler. There was no patient harm. The patient outcome is alive, no injury.